Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the back left therapy electrode. The area was described as a burn-like mark that is open with bleeding and drainage. The patient's doctor prescribed two creams for the irritation. During a follow up, the patient reported that the irritation had improved due a new garment and the two prescribed creams.